Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of cutout could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic surgery, hallym university sacred heart hospital, hallym university school of medicine, south korea¿. The title of this report is, ¿gamma3 nail with u-blade (rc) lag screw is effective with better surgical outcomes in trochanteric hip fractures¿, published on april 7, 2020, which is associated with the stryker ¿gamma-3 nailing system¿. The article can be found at https://doi.org/10.1038/s41598-020-62980-2. This report includes an analysis of the clinical data that was collected on 318 patients, and the cases in this study range from september 2015 to june 2018. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 2 patients experienced cut-out.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic surgery, hallym university sacred heart hospital, hallym university school of medicine, south korea¿. The title of this report is, ¿gamma3 nail with u-blade (rc) lag screw is effective with better surgical outcomes in trochanteric hip fractures¿, published on april 7, 2020, which is associated with the stryker ¿gamma-3 nailing system¿. The article can be found at https://doi.org/10.1038/s41598-020-62980-2. This report includes an analysis of the clinical data that was collected on 318 patients, and the cases in this study range from (B)(6) 2015 to (B)(6) 2018. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 2 patients experienced cut-out.

Manufacturer narrative:
Please note correction of h6 (health impact code). This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event cut-out could be confirmed, from the available radiographs in the literature. Based on the available information and the x-ray a formal medical opinion was sought that the initial x-ray reveals that there is no obvious surgical mistake visible in the provided x-ray. However, from the CT scan it is evident that there has been quite an unstable clinical situation with a four-part fracture and instability in the trochanteric region due to dislocation of the lesser trochanter and fracture and isolation of a large part of the greater trochanter.the reason behind the alleged failure could be related to osteopenic bone, though not proven with the given information. The cut out could also be associated with the device. However, the authors of the study themselves referred to the rate as being extremely low compared to other studies. Based on the above investigation root cause primarily can be attributed to patient related, secondary by device related factors. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.